Manufacturer narrative:
The device was rec'd by depuy synthes power tools. Reliability engineering evaluated the devices, and the reported problem was confirmed; device had dried out o-rings, which likely contributed to the reported problem, but was likely exacerbated by improper or ineffective cleaning and maintenance of the device. If add'l info becomes available a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report was rec'd from the USA stating that during surgery, the device was hard to put on and remove from motor. "It was felt as if something was gumming up the connection". It is known that there was no patient or user injury; however, it is unknown if there was any medical intervention or surgical delay related to the event. No add'l info was provided.